Manufacturer narrative:
Bottle 4 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 16:17 pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset to 100% at 16:17 pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 4 prior to this action were: ethanol concentration=86.3%, cycles=27, cassettes=1085, days=38. A user affirmed in the instrument software that the default concentration of 100% was to be set at 16:17 pm on (B)(6) 2017. Although the user affirmed in the instrument software that the reagent concentration in bottle 4 (ethanol) was to be set to the default value of 100% at 16:17 pm on (B)(6) 2017, the actual concentration of the reagent in bottle 4 (ethanol) remained unchanged at 86.3%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. Based on the information provided, it was determined that the sub-optimal tissue processing reported was derived from the "12 hours xylene dch" protocol started in retort a at 16:44 pm on (B)(6) 2017, which comprised 84 cassettes and completed successfully at 07:00 am on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 4 (ethanol) was used for the final dehydration step in "12 hours xylene dch" protocol started in retort a at 16:44 pm on (B)(6) 2017. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "12 hours xylene dch" protocol started in retort a at 16:44 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing in six (6) other protocols may have also been adversely impacted because the reagent in bottle 4 (ethanol) was used for the final dehydration step of the protocols. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 16:17 pm on (B)(6) 2017. The facts suggest that manual replacement of the reagent in bottle 4 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The possible supplier issue related to xylene which was reported to the fss by the complainant may have further adversely impacted the quality of tissue processing.

Event description:
Leica biosystems received a complaint that tissue samples, were found to be "greasy" to touch at embedding; and the affected tissue samples were subsequently found to have remained under-processed at microtomy and exploding on the water bath, after having been placed in wax overnight. On 13 july 2017, the leica field support scientist (fss) providing applications support to the laboratory in association with this incident was on-site when one (1) case involving a breast mastectomy specimen was returned to the laboratory for re-sectioning and possible re-processing, because the pathologist had indicated that the quality of the tissue sections was not satisfactory to locate the lesion in question. The fss documented the laboratory had conveyed that information as to the final status of the tissue from this case and whether there was any indirect harm to the patient as a consequence of the circumstances involved in the complaint was unlikely to be available until the following week. Ie week of (B)(6) 2017. The fss also documented that the "lab suspect bottle 14, which was changed on the (B)(6), contains alcohol by sniffing it. Initially we suspected user error however speaking to the lab they assure us this was not their error and have saved the reagent to return to the supplier as they have had issues with their xylene from this supplier previously. Lot number of reagent was noted and this has been sent as a query to the reagent supplier - (B)(4)". On 26 july 2017, leica biosystems melbourne received information that all cases from which tissue samples exhibited sub-optimal tissue processing, were diagnosable. On 31 july 2017, the following information was provided by the consultant histopathologist for (B)(6) - it was a difficult piece of tissue to start with - largely adipose tissue with a small central focus of tumour (4 mm in diameter). Tissue disruption in the region of the lesion (probably from the guidewire or marker clip) - this was noted at the time of macroscopy (there are pictures on macropath) poor processing. There was definitely a problem with the processing here and I'm not sure how much this and the reprocessing contributed to further disruption of the damaged tissue. Reprocessing and resectioning certainly caused reporting delay (it was not ready in time for mdt). In the end the 4 mm tumour was largely detached, folded and poorly processed. In the pathology report I have stated both surgical trauma and processing problem as contributory factors in limiting the histologic assessment".